Event description:
On 6/19/91 a subcutaneous port was inserted for the treatment of acute lymphocytic leukemia. On 4/8/92 the port was noted to leak whenever medication was infused, and it was removed on 4/10/92. Removal was uneventful. Apparently there were no chest x-rays done until 5/25/94 when a chest x-ray was done which revealed a catheter remnant lodged in the pulmonary artery. The child was admitted with chicken pox. Condition: stable. Will attempt removal by femoral catherization.